Event description:
It was reported by the sales rep in china that during a meniscal repair surgical procedure it was observed that omnispan meniscal repair 27deg needle broke off. It was reported that another same omnispan meniscal repair 27deg needle was available and the same problem happened again. It was reported that another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.this is report 1 of 2 for the same event in (B)(6).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: e3: reporter is a j&j sales representative. UDI-(B)(4). Investigation summary : a photo was returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned photo. Visual analysis of the photo revealed that the needle is broken in 2 pieces. A ductile fracture can be observed. A manufacturing record evaluation was performed for the finished device number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. Based on the investigation findings, the reported complaint can be confirmed. A possible root cause can be attributed to a mechanical overload that was applied on the needle leading to a ductile fracture, however, this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.